Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic pain') in an adult female patient who had essure (batch no. 774397) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2016- surgical pathology report: cervix: acute and chronic cervicitis. Endometrium: secretory endometrium. Myometrium: no pathologic diagnosis. Concurrent conditions included gerd since (B)(6) 2016, abdominal cramps, obesity, mouth pain, tooth extraction, chronic cervicitis, multigravida, parity 5 and cervical laceration. Concomitant products included amoxicillin, ibuprofen, nsaids since (B)(6) 2010, oxycodone and paracetamol (acetaminophen) since (B)(6) 2010. In 2010, the patient experienced anxiety ("mental anguish/anxiety \psych injury") and depression ("depression,\ psych injury"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), complication of device insertion ("only one essure micro-insert placed in patient"), bladder disorder ("bladder/urinary problem"), urinary tract disorder ("bladder/urinary problem:") and post procedural complication ("post procedural complication"). The patient was treated with omeprazole, sertraline hydrochloride (zoloft) and surgery (total hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the dysmenorrhoea, anxiety, depression, vaginal haemorrhage, menorrhagia, complication of device insertion, bladder disorder, urinary tract disorder and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, complication of device insertion, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy regarding essure confirmation test, as per pfs essure confirmation test was not done insertion details- unable to place coil in the left fallopian tube, mirena intrauterine device insertion. Complications: inability to place left coil, 0.5 cm left cervical laceration at 1 o¿clock on cervix essure device placed and deployed into the left (as written) fallopian tube. There were 3 coils visualized outside of the tube. Attention turned to the left (as written) fallopian tube; attempt made to place the coil. Multiple attempts were made to pass the coil without success. Patient received treatment for pain:pelvic/ abdominal pain, dysmenorrhea (cramping). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, depression and anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Event "post procedural complication" added. Outcome for pain and bleeding added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain / pelvic pain') in an adult female patient who had essure (batch no. 774397) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2016 - surgical pathology report. Cervix: acute and chronic cervicitis. Endometrium: secretory endometrium. Myometrium: no pathologic diagnosis. Concurrent conditions included gerd since (B)(6)2016, abdominal cramps, obesity, mouth pain, tooth extraction, chronic cervicitis, gravida ii, parity 5 and cervical laceration. Concomitant products included amoxicillin, ibuprofen, nsaids since (B)(6) 2010, oxycodone and paracetamol (acetaminophen) since (B)(6) 2010. In 2010, the patient experienced anxiety ("mental anguish / anxiety") and depression ("depression,"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced complication of device insertion ("only one essure micro-insert placed in patient"). The patient was treated with omeprazole, sertraline hydrochloride (zoloft) and surgery (total hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, anxiety, vaginal haemorrhage, menorrhagia, depression and complication of device insertion outcome was unknown. The reporter considered anxiety, complication of device insertion, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy regarding essure confirmation test, earlier hsg done now as per pfs essure confirmation test was not done. Insertion details - unable to place coil in the left fallopian tube, mirena intrauterine device insertion. Complications: inability to place left coil, 0.5 cm left cervical laceration at 1 o'clock on cervix. Procedure: essure device placed and deployed into the left (as written) fallopian tube. There were 3 coils visualized outside of the tube. Attention turned to the left (as written) fallopian tube; attempt made to place the coil. Multiple attempts were made to pass the coil without success. Decision was made to abort the procedure and place a mirena intrauterine device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one / ones was / were described / confirmed in patient¿s medical records: pelvic pain, depression, anxiety. Most recent follow-up information incorporated above includes: on 23-aug-2019: pfs+mr received - lot number were added. New events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, anxiety, only one essure micro-insert placed in patient were added. New reporter, patient information, medical history, treatment and concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic pain') in an adult female patient who had essure (batch no. 774397) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6)2016- surgical pathology report cervix: acute and chronic cervicitis. Endometrium: secretory endometrium. Myometrium: no pathologic diagnosis. Concurrent conditions included gerd since (B)(6)2016, abdominal cramps, obesity, mouth pain, tooth extraction, chronic cervicitis, multigravida, parity 5 and cervical laceration. Concomitant products included amoxicillin, ibuprofen, nsaids since (B)(6)2010, oxycodone and paracetamol (acetaminophen) since (B)(6)2010. In 2010, the patient experienced anxiety ("mental anguish/anxiety") and depression ("depression,"). On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced complication of device insertion ("only one essure micro-insert placed in patient"). The patient was treated with omeprazole, sertraline hydrochloride (zoloft) and surgery (total hysterectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, anxiety, vaginal haemorrhage, menorrhagia, depression and complication of device insertion outcome was unknown. The reporter considered anxiety, complication of device insertion, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy regarding essure confirmation test, earlier hsg done now as per pfs essure confirmation test was not done. Insertion details- unable to place coil in the left fallopian tube, mirena intrauterine device insertion. Complications: inability to place left coil, 0.5 cm left cervical laceration at 1 o¿clock on cervix procedure: essure device placed and deployed into the left (as written) fallopian tube. There were 3 coils visualized outside of the tube. Attention turned to the left (as written) fallopian tube; attempt made to place the coil. Multiple attempts were made to pass the coil without success. Decision was made to abort the procedure and place a mirena intrauterine device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records:pelvic pain, depression, anxiety lot number: 774397, manufacture date:2010-09, expiration date: 2013-09 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 774397) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2016- surgical pathology report cervix: acute and chronic cervicitis. Endometrium: secretory endometrium. Myometrium: no pathologic diagnosis. Concurrent conditions included gerd since (B)(6)2016, abdominal cramps, obesity, mouth pain, tooth extraction, chronic cervicitis, multigravida, parity 5 and cervical laceration. Concomitant products included amoxicillin, ibuprofen, nsaids since november 2010, oxycodone and paracetamol (acetaminophen) since november 2010. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced anxiety ("mental anguish/anxiety \psych injury") and depression ("depression,\ psych injury"). In december 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), complication of device insertion ("only one essure micro-insert placed in patient"), bladder disorder ("bladder/urinary problem") and urinary tract disorder ("bladder/urinary problem:"). The patient was treated with omeprazole, sertraline hydrochloride (zoloft) and surgery (total hysterectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, anxiety, depression, vaginal haemorrhage, menorrhagia, complication of device insertion, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, complication of device insertion, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy regarding essure confirmation test, as per pfs essure confirmation test was not done insertion details- unable to place coil in the left fallopian tube, mirena intrauterine device insertion. Complications: inability to place left coil, 0.5 cm left cervical laceration at 1 o¿clock on cervix essure device placed and deployed into the left (as written) fallopian tube. There were 3 coils visualized outside of the tube. Attention turned to the left (as written) fallopian tube; attempt made to place the coil. Multiple attempts were made to pass the coil without success. Patient received treatment for pain:pelvic/ abdominal pain, dysmenorrhea (cramping) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, depression and anxiety. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- new events abdominal pain, dysmenorrhea (cramping),general abnormal bleeding, bladder/urinary problems were added. Reporter was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.